Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test and self test. Power connector plug in and locked in place properly. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, minor scratches on lcd display window, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump whole screen was scratched pretty bad. Troubleshooting was performed for damage. Customer was not able to read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.